Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent fell off the balloon when the stent delivery system (sds) was removed from the package. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. All stent delivery systems are 100% visually inspected online for stent placement and security. However, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.